Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The failure to deploy was not confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to case circumstances. It is likely that the distal sheath was entrapped or bent within the anatomy such that restriction was encountered while rotating the thumbwheel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in the patient and the delivery system is expected to be returned. The device has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the iliac artery. An absolute pro self expanding stent delivery system (sds) was advanced to the lesion without issue. During stent deployment, the thumb wheel was manipulated a few times; however, the stent did not deploy past 2 centimeters and the thumb wheel was blocked. The physician attempted to rotate the thumb wheel with force a few times and pushed and pulled on the catheter. The stent was unable to deploy any further than 2 centimeters. The device handle was intentionally broken and the stent was then manually deployed in the intended site. The intervention time was longer than expected; however, there was no clinically significant delay. There was no adverse patient sequela. No additional information was provided regarding this issue.